Manufacturer narrative:
The device received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system. Drive support cap was sticking out. Customer¿s blood glucose was unknown at time of incident as well as current blood glucose was not given. Customer advised to revert to back up plan. The insulin pump will be returned for analysis.